Manufacturer narrative:
Concomitant medical products: product ID: pnma01411a004, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the recharging belt was broken and they patient wanted a replacement expedited because their implant battery had depleted to off, so they stopped feeling stimulation sensation. The patient referred to the stimulation sensation as shocking, but they confirmed that the word shocking was just their word for stimulation sensation and not an adverse event. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of concomitant products: product ID: pnma01411a004, lot# , serial# product type: recharger. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.